Manufacturer narrative:
No patient involvement was reported. Date of event is unknown. Implant and explant dates: device is an instrument and is not implanted / explanted. Therapy date is unknown. Device history records review was completed for part # 03.010.523, lot # 8751019. Manufacturing location: (B)(4), manufacturing date: feb 18, 2014. No non conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Product investigation was completed for part # 03.010.523, lot # 8751019. One driving cap (part # 03.010.523, lot # 8751019) was returned for investigation. A visual inspection and drawing review were performed as part of this investigation. The driving cap shows regular use, with hammer marks and gouges on the head of the device consistent with high impact force. The distal threaded tip of the driving cap is broken off and was returned stuck in the returned concomitant device (part # 03.010.487, lot # 8374917). The condition of the returned device matches with the complaint description. Whether the complaint condition for this device can be replicated is not applicable for this condition. The instruments are used during femoral and tibial nail implantations and proper use and maintenance are addressed in technique guides. The returned devices are multi use and are used for implanted nails. Drawings for the device were reviewed. No drawing issues or discrepancies were noted. The design, materials and finishing processes were found to be appropriate for the intended use of these devices. A review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The returned concomitant device in this complaint record show no evidence of having contributed to the event, and no product design or manufacturing related issue was identified with these concomitant devices upon a visual inspection. Although the exact cause for the complaint condition could not be determined, the damage appears to be the result of hammering on the device before it was fully seated against the insertion handle. No new, unique, or different patient harms were identified as a result of this investigation. No manufacturing or design issues were noted during the investigation. The design is determined to be adequate for its intended use when used and maintained as recommended. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that post operatively, the driving cap threaded portion of the instrument broke off in the insertion handle. This was noticed during the disassembly of the instruments after the femoral nailing set went through the wash. No patient involvement was reported. Concomitant devices: radiolucent insertion handle for expert nails/175mm, (part # 03.010.487, lot # 8374917, quantity 1). This report is for one (1) driving cap. This is report 1 of 1 for (B)(4).